Manufacturer narrative:
Date sent to the FDA: 10/13/2022. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2021.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent mesh removal surgery on (B)(6) 2021. The surgeon repaired the recurrent hernia with a different type of mesh. It was reported that the patient experienced undisclosed adverse events. No additional information was provided.